Manufacturer narrative:
Data analysis revealed that the initial (64.9 g/ml) and the first repeat result (24.1 g/ml) were accompanied by data flags that invalidated the results. Regarding the differences in results, the investigation determined that it is likely due to the use of different sample types (tubes) or variations in timing, with possible influences from the preanalytical side (clotting time for the serum sample, filling volume of the different tubes). The investigation did not identify a product problem.

Event description:
There was an allegation of questionable online tdm carbamazepine gen.4 results with three samples from the same patient tested on a cobas c 503 analytical unit. Sample 1: the sample was tested in a vacuate lithium/heparin tube, and the initial result was 64.9 g/ml. The sample was repeated twice and the results were 24.1 g/ml and 19.6 g/ml. Sample 2: the sample was tested in a vacuette lithium/heparin tube, and the result was 18.1 g/ml. Sample 3: the sample was tested in a vacuette dry/serum, and the result was 17.3 g/ml.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.